Event description:
The patient reported experiencing twitching in the left diaphragm one day after implant. The lead was repositioned a few days later, but the next day the twitching resumed. The lv (left ventricular) lead was turned off. No patient complications have been reported as a result of this event.

Event description:
The patient reported experiencing twitching in the left diaphragm one day after implant. It was also reported that there were high thresholds. The lead was repositioned a few days later, but the next day the twitching resumed. The lv (left ventricular) lead was turned off, and eventually explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6947m55 implantable tachy lead, (B)(6) 2013; 407645 implantable pacing lead, (B)(6) 2008. (B)(4).